Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Correction to field d6a: implant date. Supplemental: when this device is analyzed, a supplemental report will be provided. Initial: additional information was requested about the resolution of the event. The investigation will be updated should further information be provided.

Event description:
It was reported that the estimated remaining longevity of five years of this pacemaker was not as expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the estimated remaining longevity of five years of this pacemaker was not as expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field d6a: implant date. Supplemental: when this device is analyzed, a supplemental report will be provided. Initial: additional information was requested about the resolution of the event. The investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was requested about the resolution of the event. The investigation will be updated should further information be provided.

Event description:
It was reported that the estimated remaining longevity of five years of this pacemaker was not as expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental: when this device is analyzed, a supplemental report will be provided. Initial: additional information was requested about the resolution of the event. The investigation will be updated should further information be provided.

Event description:
It was reported that the estimated remaining longevity of five years of this pacemaker was not as expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and returned for analysis. No additional adverse patient effects were reported.